Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no frozen display or moisture damage noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display anomaly and moisture damage. Customer advised the insulin pump was exposed to moisture and the buttons were unresponsive due to frozen display anomaly. Customer stated the battery was changed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.